Event description:
It was reported that during surgery the pulsavac did not spray. There was no harm or delay reported. Diligence is complete. During device evaluation, visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: japan. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. The red wire was broken apart from the terminal connector. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.